Event description:
Sorin group received a report that the s5 gas blender displayed an error during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.